Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Initial surgery therapy/procedure involved was l4/5 oblique lateral interbody fusion fixation was performed using v5+dd for foraminal stenosis was observed at the l5/s1 level. Reason for revision surgery was adjacent segment disease (asd) was observed at the l5/s level following l4/5 fixation. It was reported that the f7.5×50mm screw at l5 was removed and replaced with a f8.5×50mm screw. A cannulated egg handle was attached to the screwdriver for screw insertion, but the screw became resistant and could not advance further midway through the process. The handle was switched to a t-shaped ratchet handle for additional insertion, but the screw again failed to advance further. When the modular fixed handle was attached in a t-shape for additional insertion, the tip of the handle was damaged. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that there was no malfunction with the medtronic product (pli 20) for the revision surgery. Procedure/ therapy involved was tlif (l5/s fixation) was performed due to adjacent segment disease following l4/5 fixation. The l5 screw was replaced from f7.5 to f8.5

Manufacturer narrative:
G2: country of origin is japan h3: product analysis # (B)(4), part # 6550002, lot # nm24k003 visual inspection confirmed the entire torx tip of instrument has been sheared off. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with overload as the mechanism of failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.